Manufacturer narrative:
A medtronic representative reported that the site was unable to transfer the imaging system exams. The exams were not automatically or manually transferring to the s7. This was the fourth spin for post screw placement verification. It was confirmed that the exam did have a 'nav' tag. The site attempted to reboot the imaging system, then attempt to manually transfer the exam and this did not work. Next the site rebooted the s7 and then attempted to push the exam and still was unable to transfer the image. Another spin was preformed on the patient and the exam transferred automatically without further issues. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was unable to transfer the imaging system exams. The exams were not automatically or manually transferring to the s7. This was the fourth spin for post screw placement verification. It was confirmed that the exam did have a 'nav' tag. The site attempted to reboot the imaging system, then attempt to manually transfer the exam and this did not work. Next the site rebooted the s7 and then attempted to push the exam and still was unable to transfer the image. Another spin was preformed on the patient and the exam transferred automatically without further issues. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.